Event description:
It was reported that the customer's insulin pump has cracks near the battery compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corners and battery tube threads. The device failed the displacement test followed by a motor error as a result of a motor encoder signal being out of phase. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.